Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event damaged packaging was confirmed. A visual inspection was performed and it was observed the inflation line was crushed causing an obstruction that does not allow inflation, the inflation line presents damage identified as packaging damage. An inflation/deflation test was performed of air was applied to the cuff using a syringe and it was observed the cuff could not be inflated. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had cuff leakage. Recannulation of a replacement tube was required